Manufacturer narrative:
A steris service technician arrived onsite and inspected the v-pro 60 sterilizer, ran a test cycle, and found the unit to be operating according to specification. A steris account manager spoke with the facility following the reported event and confirmed the employee was not wearing proper ppe specifically gloves, while operating the sterilizer. The v-pro 60 operator manual, (a-1) states, "dry all items thoroughly. Ensure all moisture is removed from all internal parts (including lumens). If not, residual hydrogen peroxide may remain at cycle completion and/or a cycle abort occurs. Only dry items are to be placed in sterilization unit." In addition, the v-pro 60 operator manual states, "ansi/aami st58, 2013, recommends wearing chemical-resistant gloves when unloading the sterilizer." The steris account manager offered in-service training on the proper use and operation of the v-pro 60, including the need for wearing proper ppe; however, the customer declined. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained a burn while operating a v-pro 60 sterilizer. No medical treatment was sought or administered. No procedure delay or cancellations were reported.